Manufacturer narrative:
(B)(4). Pump passed the self test and displacement test. Pump error alarm confirmed in the pump history due to broken trace. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alert after self test. The customer also stated that, the customer had trouble with pressed buttons and get insulin pump screen blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.